Event description:
The customer reported the system was "hanging" and completed their case with another unit. There was no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.